Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: a specific cause for the reported event and subsequent patient outcome, as well as a direct correlation to the centrimag device, could not be determined through this evaluation. There were no alarms associated with this event. Additional information was requested, but not provided. No product was not returned for evaluation. The us centrimag blood instructions for use (IFU) lists the adverse events that may be associated with the centrimag circulatory support system. Review of the device history record (DHR) for the centrimag blood pumprevealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists the adverse events that may be associated with the centrimag circulatory support system, including death, under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to cardiac arrest. The patient expired 3 weeks following initiation of bi-ventricular centrimag support.